Event description:
The customer obtained an elevated atellica im prostate-specific antigen (psa) lot: 337 result that on a patient after having received prostatic cancer treatment. The atellica im psa result was higher than expected, indicating a potential relapse. The sample was retested with alternate test methods and the results obtained were lower, in line with the patient's clinical history and were believed to be correct. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an elevated atellica im prostate-specific antigen (psa) lot: 337 results on a patient after having received prostatic cancer treatment. The atellica im psa result was higher than expected, indicating a potential relapse. The sample was retested with alternate test methods and the results obtained were lower, in line with the patient's clinical history and were believed to be correct. There are no allegations of patient or user intervention or adverse health consequences due to the event. The assay's instructions for use (IFU) states the following, under interpretation of results:"results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens investigated an outside of the us customer report of an elevated atellica im prostate-specific antigen (psa) lot 337 result that on a patient after having received prostatic cancer treatment. The atellica im psa result was higher than expected, indicating a potential relapse. The sample was retested with alternate test methods and the results obtained were lower, in line with the patient's clinical history and were believed to be correct. Calibration was valid and quality control (qc) recovery was within ranges. Multiple patient samples were processed for psa at the same time of the patient sample in question and no other result was questioned. The customer tested the sample with blocking tubes specific to goat, bovine and mouse. The atellica im psa result when blocking with the bovine antibodies was 0.07 ng/ml and with mouse blocking was 0.16 ng/ml indicating that these antibodies interfered with the assay. Per atellica im psa instructions for use (IFU 10997799_en rev. 06, 2024-07) limitations section: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." Based on the available information, the cause of the discordant result is consistent with heterophilic interference, and this is a patient specific issue. A product problem was not identified. Siemens filed initial MDR 1219913-2024-00446 on 23-oct-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.